Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's usb cable was no longer charging the pump. There was no impact to the customer's blood glucose level. Customer charged the pump with an alternate cable.